Manufacturer narrative:
Complaint no: (B)(4). This is the same patient as (B)(4). A batch review of lot number h13k30042 will be performed, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The patient was not hospitalized for the infection. Upon follow up, it was reported that the peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) and was reported to have recovered from the peritonitis. No additional information is available at this time. A batch review was conducted for potentially associated lot numbers h13k30042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. It was not reported if the patient was treated for the event. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 3.